Manufacturer narrative:
The product was scrapped at the hospital, therefore a manufacturer laboratory investigation was not possible. Based on this fact mcp was also not able to obtain the oxygenators UDI (serial number) needed for a meaningful DHR review. Therefore a DHR review for the specific product could not be performed. A review for similar complaints was performed and no similar incident for cracks observed at the venous inlet connector of hls module was found. (B)(4). Based on this a confirmation of the failure by a laboratory investigation was not possible. The picture provided by the customer could lead to the conclusion that the cracks were there, but it is very out of focus. Additionally cracks would have been detected prior to patient use (during priming / out of the box) during mounting of the venous measurement cell. As the report says they were detected first during preparing the patient for a transfer to another hospital it is most probable that the damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root cause which led to the described failure could not be identified. The failure was determined to be the first of its kind and is being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
According to the customer: ¿I had a patient on last week that was transferred from (B)(6) on ECMO. The first day on the pump I noticed several small cracks in the venous connector right before the oxygenator. There was one long crack and next to that were several small cracks. I watched it closely for leaks and none occurred. The (B)(6) team transferred the patient from (B)(6). Upon arriving at (B)(6) with the patient, the team at (B)(6) chose to change the hls circuit. The availability of this circuit for evaluation is unknown. (B)(4).